Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin. Net. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. The patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed. The patient was stable and will continue to be monitored.